Manufacturer narrative:
The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. The device was explanted and replaced. The patient was stable.